Manufacturer narrative:
(B)(4).

Event description:
Patient 's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of firmware error cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the g5 dexcom g5 mobile continuous glucose monitoring system: the g5 mobile continuous glucose monitoring system is not approved for use in children under the age of 2 years, pregnant women or persons on dialysis. However, a root cause for the reported firmware error cannot be determined.